Event description:
Our distributor reported that the package containing this sterile disposable cannula has scratches on it. This product was not used and there was no injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the package was received for evaluation. A visual examination of the packaging found punctures in the pouch causing a breach in sterility of the product.